Manufacturer narrative:
Customer samples not available. The device history records were reviewed based upon the lot number provided and the records were found to be complete and accurate. The sterilization documentation for this lot was also reviewed and no out-of-specification results were found. The root cause of the reported uti cannot be determined. The causation between the hollister onli catheter and the this end user's reported uti could not be confirmed.

Event description:
It was reported that an end user who had been using hollister's onli hydrophilic intermittent urinary catheter experienced an antibiotic resistant uti. Customer also reported he had a PICC line in for a month.